Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue occurred during a laparoscopic assisted hysterectomy, after doctor had just inserted it. The device broke before the procedure, as the surgeon was inserting it into the trocar. There were no reports of the device falling into the patient nor any reports of retrieval.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ultrasonic surgical device probe broke inside of the trocar after it was inserted. The issue occurred during an unspecified procedure. There were no reports of patient harm.